Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was inoperable due to a severe fall and impact. Surgical intervention took place wherein the ipg was explanted and replaced. Therapy was restored.